Event description:
Per the clinic, the patient is undergoing gamma knife radiation treatment which requires removal of the implanted device. It was also reported that there were placement issues with the electrode array. The device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient with another device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.